Event description:
Rptr noted 4 instances over the last 2 days where these test strips, which are being sold as a generic for the meter, have caused problems. Rptr is concerned that these are not equivalent generic strips.